Event description:
A malfunction was reported with the customer's pump, presenting error code malf 12, which could be resettable. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support arranged for a replacement pump with updated software to be sent to the customer and provided an option for delivery requiring a signature. Meanwhile, the customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Training for the updated pump was made available in the customer's tandem source account, and instructions for storage and return of the faulty pump were given, which the customer understood and acknowledged.